Event description:
Additional information received indicated a new mobile transmitter (mtx) was ordered for the patient as the interrogation did not resolve the issue. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. The ICD was interrogated in clinic, but this did not resolve the ble issue. There were no patient consequences reported.